Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the expired tidal volume was not as expected. It was further reported that the ventilator was exhibiting higher pressure than expected. There was no report of patient involvement.